Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: rn called to room for "IV beeping". B braun pump alarming "air-in-line". When the rn opened door of the pump, the hard white piece that inserts into the pump was broken. IV tubing changed and broken tubing given to unit educator. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The sample was visually evaluated, and it was noted that the line loading guide was broken; therefore, it was not possible to replicate the air in line defect. Thereafter, the sample was functional leakage tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.159 inches, which meets the specification of 0.1556-0.1633 inches. Due to the condition of the sample, it was not possible to replicate the reported issue. Since the sample passed the leakage test, the exact root cause of the incident could not be conclusively determined. Although the defect in the airline was not confirmed through the sample, the most probable cause appears to be related to factors such as incomplete priming of the IV-line, infusion of cold solutions that may release air bubbles as they warm, or insufficient filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.